Event description:
The leads were replaced due to migration. No reported complications.

Manufacturer narrative:
Additional information received indicated the patient experienced ineffective therapy due to the leads having migrated. Patient and device codes updated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13560. It was reported that the patient's scs leads were replaced on (B)(6) 2019. Patient was implanted with a new lead. Therapy reportedly restored post-surgery. No other information at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.